Event description:
It was reported on (B)(6) 2024 at 13:30, a new propofol was programmed to infuse with a volume to be infused (vtbi) of 90ml. Shortly after clinician left the patient's room, the patient became hypotensive. Care team assessed patient. No interventions were given as patient was on comfort care orders. Entire bottle was empty 15-20 minutes after priming line. Clinician checked programming, which was correct. The pump showed a remaining vtbi of 89ml, despite bottle empty. A report was received from health canada's canada vigilance program which states, "writer primed a new propofol line and programed the vtbi for 90ml. All other settings unchanged. Writer left the room to set up a glucometer when another rn notified writer of patient's low blood pressure. Writer checked the art line site to source and ran nibp to find patient was profoundly hypotensive. Team paged to come assess patient. No interventions given per conditional comfort care orders. As fellow was speaking with family, writer responded to air in line" alarm. Writer then noticed that the line ran dry and the propofol bottle was empty (approx 15-20 min after priming line). Writer checked channel incase the vtbi was put in the wrong category/programmed wrong. Channel showed the programmed dose to be correct but the vtbi was "89" despite bottle being empty."

Manufacturer narrative:
Correction: describe event or problem, medical device serial #, unique device identifier (UDI)#, device available for eval?, device manufacture date. Added pi to the unique device identifier (UDI)# field. Additional information: concomitant med prod data.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on 30apr2024 at 13:30, a new propofol was programmed to infuse with a volume to be infused (vtbi) of 90ml. Shortly after clinician left the patient's room, the patient became hypotensive. Care team assessed patient. No interventions were given as patient was on comfort care orders. Entire bottle was empty 15-20 minutes after priming line. Clinician checked programming, which was correct. The pump showed a remaining vtbi of 89ml, despite bottle empty. A report was received from health canada's canada vigilance program which states, "writer primed a new propofol line and programed the vtbi for 90ml. All other settings unchanged. Writer left the room to set up a glucometer when another rn notified writer of patient's low blood pressure. Writer checked the art line site to source and ran nibp to find patient was profoundly hypotensive. Team paged to come assess patient. No interventions given per conditional comfort care orders. As fellow was speaking with family, writer responded to air in line" alarm. Writer then noticed that the line ran dry and the propofol bottle was empty (approx 15-20 min after priming line). Writer checked channel incase the vtbi was put in the wrong category/programmed wrong. Channel showed the programmed dose to be correct but the vtbi was "89" despite bottle being empty."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6)2024 at 13:30, a new propofol was programmed to infuse with a volume to be infused (vtbi) of 90ml. Shortly after clinician left the patient's room, the patient became hypotensive. Care team assessed patient. No interventions were given as patient was on comfort care orders. Entire bottle was empty 15-20 minutes after priming line. Clinician checked programming, which was correct. The pump showed a remaining vtbi of 89ml, despite bottle empty.

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#, PMA / 510(k)#. Additional information: manufacturer narrative. Investigation summary: the report of an over infusion of propofol could not be confirmed through a review of the pcu event logs alone and the suspect pump module device was returned for investigation. The event was reported to have occurred on 30 april 2024. The event time was reported to be at 1:30 pm. The pcu logs showed a primary infusion of propofol being programmed only on pump module s/n (B)(6). The device was also noted in the complaint to be the suspect pump module. On (B)(6) 20244 at 1:350 pm, the user selected guardrails drugs and programmed a primary infusion of ¿propofol¿ for a drugid=562 with a rate of 12ml/hr and a volume to be infused (vtbi) of 90ml. The primary volume infused (pvi) at the start of the infusion was recorded as 0ml. At 2:44 pm, the pump module was paused, channeled off a few seconds later and was placed in an idle state. On (B)(6) 2024, at 12:12 am, the pcu was powered off. No further infusions were noted on this day. The total primary volume infused for the primary infusion was recorded to be 13.768ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set observed no damage or leak. Attempts were made to obtain the pump module s/n (B)(6); however, it was stated by the customer that they do not think that they will be able to find that pump module as the hospital is very big and that the devices move a lot. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was not identified through a review of the provided logs and the suspect device was not returned for investigation.

Event description:
It was reported on (B)(6) 2024 at 13:30, a new propofol was programmed to infuse with a volume to be infused (vtbi) of 90ml. Shortly after clinician left the patient's room, the patient became hypotensive. Care team assessed patient. No interventions were given as patient was on comfort care orders. Entire bottle was empty 15-20 minutes after priming line. Clinician checked programming, which was correct. The pump showed a remaining vtbi of 89ml, despite bottle empty. A report was received from (B)(6)'s canada vigilance program which states, "writer primed a new propofol line and programed the vtbi for 90ml. All other settings unchanged. Writer left the room to set up a glucometer when another rn notified writer of patient's low blood pressure. Writer checked the art line site to source and ran nibp to find patient was profoundly hypotensive. Team paged to come assess patient. No interventions given per conditional comfort care orders. As fellow was speaking with family, writer responded to air in line" alarm. Writer then noticed that the line ran dry and the propofol bottle was empty (approx 15-20 min after priming line). Writer checked channel incase the vtbi was put in the wrong category/programmed wrong. Channel showed the programmed dose to be correct but the vtbi was "89" despite bottle being empty.". Bd learned additional information through site visit that clinician noted the patient's blood pressure was decreased when the "entire bottle" of medication went in 15 -20 minutes. The nurse had programmed a vtbi of approximately ninety (90) ml. The pump alarmed for air in line and air was found in the tubing.